Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states pin on actuator cable is coming out. MDR filed.

Manufacturer narrative:
Correction:the initial medwatch was inadvertently submitted. This product is not sold in the us.